Event description:
It was reported that there was a steady rise in bipolar impedance and threshold since (B)(6) 2015. The lead polarity switched to unipolar in (B)(6) 2016. It was also noted there was high bipolar impedance on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.